Manufacturer narrative:
Investigation: customer returned five (5) 29gx12.7, 1ml bd insulin syringes in an opened polybag from lot 9014514. Customer reported the sponge part was deformed. All five returned syringes were examined, and it was observed that one of the syringes exhibited a disfigured stopper. A review of the device history record was completed for batch# 9014514. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Visual inspection found (1) syringe containing the stopper with a rolled edge on the sealing side of the stopper. The plunger was exercised and trace amounts of silicone were found in the barrel. The stopper would stay in the deformed state when removed from the barrel. Silicone is sprayed into the barrel to provide lubrication for the plunger rod and stopper. If silicone is not present when the stopper is installed at the assembly metro, the sealing edge of the stopper can roll and deform due to the friction between the barrel and stopper. Review of quality notifications and maintenance dispatches found no issues related to the complaint. (B)(4).

Event description:
It was reported that bd plastipak¿ syringe was deformed. This was discovered before use. The following information was provided by the initial reporter: the sponge part was deformed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe was deformed. This was discovered before use. The following information was provided by the initial reporter: the sponge part was deformed.